Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). From scrub nurse of the surgery.

Event description:
It was reported that a patient underwent a urological procedure on (B)(6) 2024 and suture was used. The pediatric urology surgeon complaint that the suture breaks easily. During the surgery, she was using the suture to close the skin of the patient and it snapped easily. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 8/6/2024. H6 component code: g07002 - device not returned. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? 2. Was there any change in the patient¿s post-operative care due to the prolonged procedure? 3. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) the following information was reported: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 1, action taken when event occurred? Opened another packet and the results are same., was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown. Photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: photo shows an open foil and empty winding former labeled w9501t. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.